Manufacturer narrative:
Additional information: d9, g2, h2, h3. One tactisys¿ quartz ablation system was received for analysis. Normal wear and tear were observed on the exterior enclosure. Ac power was applied to the rf generator and an successful power on self-test was observed. Functional testing confirmed the reported issue as communication with the catheter could not be established. Additional testing of the fiso diagnostics revealed the absence of signal at the channel three location. Replacing the internal fiber optic cable (orange) restored normal functionality to the system, as confirmed during the measurement of contact force. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated abnormal functionality of an internal fiber optic cable.

Event description:
During an atrial fibrillation procedure, the tactisys showed no contact force after validation and the case was cancelled. A flashing message was observed on the tactisys stating that there was either no force signal or it was out of range. Troubleshooting included restarting both the pc and tactisys, replacing the network cable, checking all connections, and replacing the catheter. None of these measures resolved the issue and the case was cancelled. The tactisys appeared to be the source of the issue and will be replaced with a new one.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported optical problem and subsequent cancellation remains unknown.